Event description:
The manufacturer received information alleging a ventilator failed to deliver the set amount of oxygen while in use. Allegedly, the patient was desaturating and placed on another ventilator. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.